Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I hbsag qualitative ii confirmatory lot 20216fn00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Additionally, clinical sensitivity of the alinity I hbsag qualitative ii confirmatory assay could not be evaluated with a retained in-house kit of the same lot# 20216fn00 as the lot had expired when the complaint was registered. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I hbsag qualitative ii confirmatory (lot# 20216fn00).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p11-22 that has a similar product distributed in the us, list number 8p11-21.

Event description:
The customer reported a (B)(6) alinity I hbsag result on a patient. (B)(6). No impact to patient management was reported.